Event description:
A report was received from a facility reporting that during a total knee replacement, the battery oscillator was frozen and would not function. It is reported that a spare device was used to complete the procedure with no further problem, no delay in procedure, and no harm to patient. No additional information was provided. This is report number 1 of 1 for complaint report number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number provided is supplier lot. Synthes lot number is 5771286. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
(B)(6). The patient underwent a right total knee replacement. Investigation coordinated by synthes (B)(4). The customer's complaint that the device does not function was confirmed. A functional assessment was attempted however; the device did not work at all. It was reported that this was due to immersion during cleaning. Device used for treatment not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months from the awareness date has been reviewed. The item was previously returned for service on 3-dec-2012 due to will not run. A service request for this item was called in on 4-jun-2013 for does not function. The previous service condition of will not run is relevant to the current complained issue of does not function. (B)(4). Placeholder.